Manufacturer narrative:
The accounts biomed cleaned the audible on/off switch to repair the bed.

Event description:
The accounts biomed stated the bed exit will not sound when alarming but it is placing a nurse call.